Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reported that the ventilator would not operate in bipap mode. Log review identified 01/11/2026 as the event date, during which medium priority alarms for patient disconnection, apnea, and inspiratory demand were observed, along with transient low and subsequent high o2 supply alarms (up to 87 psi). The alarm activity suggests possible patient-ventilator asynchrony and/or suboptimal settings. Device evaluation, including stress testing, compressor, o2 flow, o2 kickstart calibration and internal inspection, found no faults. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.